Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional follow up information obtained by the physician on (B)(4) 2013 stated that no complications were encountered during the procedure. During a follow up appointment in (B)(6) 2009, the patient complained of mild urinary leakage and was prescribed oxybutynin. At a follow up appointment in (B)(6) 2009, the patient had bladder tenderness, was diagnosed with a urinary tract infection and was prescribed ciprofloxacin. On a wellness visit in (B)(6) 2010, the patient presented with no complications. In (B)(6) 2010, the patient was seen and complained of a urinary tract infection and increased urinary frequency. The patient was last seen in (B)(6) 2012 with complaints of urinary leakage during sex and pelvic discomfort; was prescribed tylenol for pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.